Event description:
It was reported that during pre op there was error code 12 (unrecognized/damaged handpiece plugged in on port 2) and device getting heat. There was no patient involved.

Manufacturer narrative:
Product analysis : analysis of product 1845000 of serial # (B)(4). Of lot # 207755407 able to confirm the error code 12 (unrecognized/damaged handpiece plugged in on port 2). Unable to perform the temperature test as motor is not rotating. Visual inspection found that the hand piece cosmetically not ok. Connector has dent. Collet assembly corroded. Motor cable assembly found faulty. If information is provided in the future, a supplemental report will be issued.